Manufacturer narrative:
Date sent: 05/07/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, when applying saline, the stopcock leaked. Another device was used to complete the case. There was no adverse consequence to the patient.